Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error detected and explained the internal power source is unable to charge. The pump software version was 2,6 .explained troubleshooting will be done to resolve the power error detected. Advised error may recur based on software version . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error alarm due to non-sleep anomaly software error.